Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires were broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving good coverage from the current lead placement. As such, surgical intervention took place on (B)(6) 2021 to reposition the lead. However, during intraoperative impedance check revealed high impendences on all contacts. As such, the lead was explanted and replaced with a new lead addressing the issue. Reportedly, adequate therapy was restored post operatively.